Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an increased leg pain during the trial and after the procedure. It was also noted that the patient had an increased foot pain and bladder incontinence. The physician had the leads pulled out. The physician believed that the increased foot pain and bladder incontinence were procedure related. The patient was reportedly doing well.